Manufacturer narrative:
Initial reporter phone: (B)(6). Upon returned device analysis no visual abnormalities were observed. The sheath was leak tested and failed the 15 psi positive pressure testing with the 0.140" and 0.092" pin gauge inserted and the -5 psi vacuum testing with the 0.140" and 0.092" pin gauge inserted and in empty condition. The valves were inspected using microscopy, and a tear in the outer valve was observed, indicating that it was unlikely to seal properly. The reported event was confirmed.

Event description:
It was reported that a faradrive steerable sheath clear was selected to perform an atrial fibrillation. During preparation when the dilator was extracted, the sheath started leaking from the proximal end of the handle, excessively on constant flow, it appears to come from the valve in which the dilator is inserted. There was not visible damage to the luer. To solve the issue the sheath was replaced immediately, then the procedure was completed successfully without patient complications. The device has been returned.